Event description:
It was reported that the subject device image was blacked out. The event occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: endoscopic image is blacked out is confirmed due to faulty patient board set. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Updated field: g1 - contact office email, h2. Correction is being made to previously submitted h4 - device mfg. Date. The correct date is 1/14/2015. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.